Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vessel. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. However, during first inflation at 3 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vessel. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. However, during first inflation at 3 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the target lesion was moderately tortuous with 50-60% stenosis.